Manufacturer narrative:
Date of event: unknown. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced mix of product types in the pack. The following information was provided by the initial reporter. The customer stated: it was reported that there was a polybag of cat 324909 and lot 8134968 in box of cat 328438. Consumer reported this box had one bag with item # 324909 lot # 8134968 . Using on her cat and can't use the 6mm syringe. Still has the packet.